Event description:
Complainant alleged that during a routine preventative maintenance check, displayed error message code "ECG lead off" in leads 1, 2, and 3. The complainant indicates that there was no pt involvement in the reported failure.